Manufacturer narrative:
(B)(4).

Event description:
It was reported that black handle of this device cracked in half during surgical procedure and broke off while malleting. Backup was available to no delay and the patient was not affected.